Event description:
User experiencing discrepant creatinine results. One patient example provided: initial result 0.76 mg/dl, repeat gave 1.55 mg/dl. The initial result was not reported. The field service rep determined the reagent probe was out of alignment and adjusted the probe and rinse mechanism. Performance tests performed which were within specification.